Event description:
After device implant, short pauses in the pacing rhythm were observed via telemetry. The device was oversensing, and patient received inappropriate shock. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received analysis found the rv setscrew had been inserted too far into the bore and was blocking insertion of the rv lead. The setscrew was backed out and the lead was inserted and secured properly. The device was tested on the bench and our automated testing equipment; no anomalies were detected. The cause of the reported event could not be determined.